Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00817. It was reported the patient suffered a severe headache the following day after undergoing an implant procedure. On (B)(6), the patient was treated in the emergency room (ER) for nausea and headaches due to csf leak. The patient's symptoms resolved without intervention by (B)(6).

Manufacturer narrative:
Correction of dob.

Event description:
Device 1 of 2 reference MFR report: 3006705815-2017-00817.